Event description:
Doctor performed talo-navicular fusion. Did not predrill. While driving in screw, felt resistance. Continued driving screw. Screw broke. Dr. Reamed out screw. Used bone void filter to fill in the void and has put patient on bone stimulator once a day. Dr believes he should have perhaps drilled when crossing this joint with 4.0 screws.

Manufacturer narrative:
Unable to determine - dr not sure what size screw used. Medical record does not indicate product scrapped by user and not returned for evaluation. Dr. Believes he should have perhaps drilled when crossing this joint with 4.0 screws.